Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the information provided states that the complaint device is not available for return. Hence, a physical evaluation cannot be performed. However, photographs were provided which reveal that needle is broken. Therefore, confirming this complaint. We cannot determine a definite root cause as the device did not return. However one possible root cause could be excessive force was applied to the device during use which resulted in the tip breaking. Furthermore, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that when using the ideal shuttle 45 degrees right the needle on the end snapped off. The issue occurred during a procedure. Surgery was delayed by twenty minutes until the broken part could be removed. There was no patient impact and the reporter facility did not indicate any legal action. The product is not available for return. The product was not being used in a clinical trial. Pictures are attached. Additional information provided by the affiliate reported that the alleged malfunction occurred during an instability repair. It was also reported that the procedure was able to be completed by removing the broken instrument and continue with the procedure by using a competitor product.